Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted to technical services for concerns of low flow alarms. The patient was hypotensive on routine medication change, but the medication has since been discontinued. The alarms were thought to have been related to hypovolemia, so the patient was given intravenous (IV) fluids. Additional information reported that the cause of the alarms was determined to be from an outflow graft stenosis in addition to the hypovolemia. Outflow graft stents were placed to improve flow.

Manufacturer narrative:
No further information has been provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was given sedatives to reduce movement during the procedure. After the procedure, the patient was found to be unresponsive and gray with low flow alarms. A controller exchange took place and the low flows improved. A computed tomography scan (CT) we performed on (B)(6) 2022 and showed no concerns. Another scan was performed on (B)(6) 2022 with revealed 1cm of acute hemorrhage within the right basal ganglia and 1.7cm focus of hypoattenuation in the left thalamus which raised concern of an early subacute ischemic infarct. The patient's condition had deteriorated to the point of which the family had decided to transition the patient to comfort care. The patient passed away on (B)(6) 2022 as a result of the stroke.

Event description:
It was reported that the patient was admitted to the hospital with ongoing low flow alarms, neurological changes, and decreased food/water intake. The frequency of the alarms reportedly increased on the night of (B)(6) 2022. It was noted that the patient's labs and vital signs were consistent with baseline as of (B)(6) 2022. The patient reportedly experienced hypotension related to medications which were later discontinued. The cause of the low flow alarms was thought to be a combination of outflow graft stenosis, hypovolemia, and uncontrolled mean arterial pressures. Intravenous fluids did not resolve the alarms and the patient subsequently underwent an outflow graft stenting procedure on (B)(6) 2022 due to suspected 70% stenosis. Approximately 1-hour after the procedure, the patient was reportedly found unresponsive and gray with an active low flow alarm. Despite no major concern for pump malfunction, the bedside nurse performed a controller exchange. It was noted that pump flow moderately improved following the exchange. A CT scan of the brain and head was performed on (B)(6) 2022 and did not reveal any concerns; however a repeat CT scan performed on (B)(6) 2022 revealed a 1 centimeter (cm) focus of acute hemorrhage within the right basal ganglia, as well as a 1.7 cm focus of hypoattenuation in the left thalamus which was concerning for acute/early subacute ischemic infarct. The account indicated that the patient's condition deteriorated to the point that the family decided to proceed with do not resuscitate/do not intubate orders, as well as comfort care. The patient ultimately expired on (B)(6) 2022. The cause of death was noted as two cerebrovascular accidents following the outflow graft stenting procedure. It was reportedly unknown if the death was considered to be device related; however, it was noted that the device operated as expected.

Manufacturer narrative:
Section b5: updated event description. Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) image could not confirm the reported event of outflow graft stenosis; however, review of the submitted log files confirmed the reported low flow events. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account suspected them to be related to a combination of outflow graft stenosis, hypovolemia, and uncontrolled mean arterial pressures. Furthermore, a specific cause for the reported events of hemorrhagic stroke, ischemic stroke, and hypovolemia, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The account submitted one CT image for evaluation that captured a cross-section of the outflow graft. Review of the image could not confirm the reported event of outflow graft stenosis. The submitted log files contained events from 07dec2022 through 13dec2022, per the timestamps. Multiple low flow events were captured before and after the patient's outflow graft stenting procedure on (B)(6) 2022. A driveline disconnect was captured on (B)(6) 2022, consistent with the reported controller exchange. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files while the driveline was connected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. This section also explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 5 of the IFU, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, ¿patient care and management¿, discusses anticoagulation, including recommended international normalized ratio (inr) values. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this section lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.